Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer had not previously reported the specific alarms with this pump, although they did report issues with consecutive cartridges. Technical support confirmed these reports and decided to replace the pump. Customer will continue to use current pump.